Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 281 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. Investigation found an 0x31 alarm in the device data, indicating command was received in an invalid pump state. The downloaded data shows the device only completed first prime before it was deactivated. No timeouts or drive stalls were observed in the device data. The device was reset and delivered a 5u bolus. The rerun data did not generate any alarms and did not show any timeouts or drive stalls. Investigation of the device did not find any damages or abnormalities that could contribute to the observed hazard alarm. Therefore, the device did not deploy the cannula due to the hazard alarm, which stopped the priming sequence and deactivated the device. However, a root cause could not be determined for the hazard alarm. Further investigation of the device found the a punctured housing vent as well a dent on the reservoir. The damage observed on the housing vent and reservoir closely coincide with each other. Therefore, the damage observed on these components can be attributed to post use damage.